Event description:
During an abdominal debridement surgery, the surgeon requested a new bag of saline for the versajet ii hydrosurgery system. Once clinical staff re-spiked, the versajet would not work. Once clinical staff re-spike the versajet, it would not prime. With there being so much air in the tubing it would not work. We opened another one to replace it and continued the case. Placed the deficit on tech's desk (ref # (B)(4).

Event description:
During an abdominal debridement surgery, the surgeon requested a new bag of saline for the versajet ii hydrosurgery system. Once clinical staff re-spiked, the versajet would not work. Once clinical staff re-spike the versajet, it would not prime. With there being so much air in the tubing it would not work. We opened another one to replace it and continued the case. Placed the deficit on tech's desk (ref # (B)(4). Lot# 50968715).